Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade broken off and not returned. The remaining portion of the blade was discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. The blade was found to be broken at the discolored (blue) portion. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported by the affiliate that prior to a laparoscopic sigma procedure, gen11. After fifteen minutes display showed tighten assembly. During reconnect the blade broken (no tissue contact, no part fell into patient). No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.